Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hand-assisted laparoscopic sigmoid colon resection procedure on (B)(6) 2015 date and suture was used. The doctor reported that the patient had an abdominal incision seroma at the hand port site where suture was used to close the fascia layer.

Manufacturer narrative:
Date sent to the FDA: 01/25/2016. It was reported that the patient¿s incision was located midline surrounding the umbilicus. On (B)(6) 2015, the patient contacted the physician reporting two days of drainage from the incision that stopped after a couple of days. The physician opined the patient experienced a small dehiscence rather than a seroma. It was reported that the patient ultimately developed a superficial wound infection which required opening in the physician¿s office with no return trips to the operating room. The patient¿s current status is reported as improving and the wound is healing slowly. (B)(4).